Event description:
Information received by medtronic indicated that insulin pump had error. And error was cleared. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
S/w unknown retainer ring = black customer returned insulin pump for alleged insulin pump error 43 found on event date of (B)(6), 2022. Insulin pump alarmed insulin pump error 43 during rewind, followed by continuous insulin pump error 130 alarms. Unable to clear insulin pump 130 alarm. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test, or self test. Unable to download insulin pump history/traces using thump due to continuous insulin pump error 130 alarms. Motor was tested outside of insulin pump, and insulin pump error 43 alarmed. Insulin pump was cut open for visual inspection and moisture damage and burn marks/heat damage were found on the electrical board1, electrical board2, and harness assembly vibrator. The following were noted during visual inspection: stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay. Insulin pump error 43 and insulin pump error 130 were confirmed during analysis, problem was isolated to motor. Unable to download insulin pump history/traces using thump due to continuous insulin pump error 130 alarms. Moisture damage confirmed at electronic assembly. (B)(4). The insulin pump involved in this event is the ngp 780g insulin pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.